Manufacturer narrative:
3m espe received this report on (B)(6) 2015, and has attempted to obtain patient-specific information. Since the dentist has not provided the additional information, patient-specific reporting is not possible, and this report is being made to cover the impacted patients.

Event description:
On (B)(6) 2015, a dentist reported 5 patients who required tooth extraction. The patients had restorations made from 3m espe lava ultimate cad/cam restorative for cerec.